Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4 ¿ 510k: this report is for an unknown screws: locking: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in finland as follows: it was reported that on an unknown date, a surgeon informed about php (pediatric hip plate) re-operations. There was a pediatric patient who had been operated three times. After the first operation with the php plate, it was noticed postoperatively that the locking screws had loosened from the plate. On the second operation, the plate was removed and a similar plate was inserted, and the same outcome was noted postoperatively. A third operation was performed wherein the plate was removed and an intramedullary nail was inserted. This report involves one unk - screws: locking: trauma. This report is related to (B)(4), which captures the 2nd revision surgery - plate removal and insertion of nail. This report captures the loosening of the locking screws that led to the first revision. This is report 4 of 4 for (B)(4).